Event description:
The unicel dxi 800 access immunoassay system generated lower than expected test results for: alpha-feteroprotein (afp), diluted bhcg, inhibin a, and unconjugated estriol (eu3) for one patient. The original sample was re-tested in duplicate and higher results were obtained. The results were not released and there was no harm to the patient.

Manufacturer narrative:
The specimen was collected and centrifuged off site in a serum tube with no gel. All testing was performed from the primary tube. Per customer, qc was within specifications. A field service engineer (fse) was dispatched: a) the fse performed a diagnostic testing with good results. These tests are used as a screen, not for detection. Patient sample was re-tested and treatment was not affected in this event. However, amniocentesis procedure may be performed based on the results. This procedure will have a potential health risk to the patient. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.